Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since having a MRI their level of symptoms relief has changed. Patient said they have increased to stim as high as they can tolerate. Patient hasn't tried changing programs. Reviewed option to try other programs and if symptoms don't improve follow up the doctor to have device checked. The patient was redirected to their healthcare provider to further address the issue.